Event description:
The facility reported a flo gard infusion pump with an "indicate slide clamps" alarm. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no reported patient involvement, therefore, there was no patient injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump "indicate insert clamp" was confirmed during product evaluation. The cause of the problem was due to incorrect device configuration option settings and the depleted main battery. A device history review was performed with no exceptions found during manufacturing.